Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stenting procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device was placed at the target lesion in the common bile duct; however when the stent deployment was attempted, the guide catheter would not release it and tore the stent. The device was removed from the patient in one piece and the procedure was ended. No other damage was noted to the device and the patient anatomy was reported as not torturous. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stenting procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device was placed at the target lesion in the common bile duct; however when the stent deployment was attempted, the guide catheter would not release it and tore the stent. The device was removed from the patient in one piece and the procedure was ended. No other damage was noted to the device and the patient anatomy was reported as not torturous. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
The stent was not returned for evaluation. A visual examination of the returned device was found that the push catheter hub was damaged, push catheter buckled near the hub, suture hole was partially torn and the guide catheter was stretched, kinked and broken. Separating the guide catheter from the push catheter, it was found that the guide catheter was broken and the detached proximal end of the guide catheter was not returned. Also, the suture was detached at the push catheter suture hole and not returned. The condition of the device indicated difficulty deploying the stent. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Manufacturer narrative:
(B)(4) for the reported issue of stent torn. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.